Event description:
It was reported that the ilet displayed recurring alert 41 messages identified as an insulin shaft rewind error while the user was delivering meals and also when not entering meals, and a replacement device was issued with instructions for data sync, shutdown, and return. Symptoms included hyperglycemia with a reported peak blood glucose of 282 mg/dl and a headache. Outcomes included transient elevated blood glucose above 180 mg/dl for about one hour without ketosis, without need for professional medical intervention, and without assistance. Investigation included complaint intake, device replacement logistics, and review of user-reported device behavior and blood glucose impact. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.